Event description:
Info received that all casters swivel around. No injury reported.

Manufacturer narrative:
Technician located the bed in basement. Found all casters would swived around in brake mode replaced the bad casters to resolve this issue.